Event description:
Had lasik in (B)(6) of 2016 with the wavelight ex500 laser, and have permanent damage to eyes. Damage includes big star burst and halos, dry eyes, and vision not correctable by glasses and contacts. This instrument should not be used as a medical treatment or have approved by the FDA as it results in permanent damage to the eyes.